Event description:
The customer reported that the 840 ventilator was inoperable. There was no pt involvement. Covidien technical support engineer (tse) troubleshot this issue with the customer over the phone. Tse recommended replacing the flow sensor. Covidien was not authorized to evaluate the device.

Manufacturer narrative:
Covidien reference # (B)(4).